Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex femoral component # 00576401451, lot # 60749655; lps-flex tibial component stemmed precoat # 00598002702, lot # 60699253:

Event description:
It was reported that the patient underwent a revision approximately 10 years post initial surgery due to dislocation of bearing from the tibial trays. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Surgical notes were not provided; however, the x-rays were reviewed by an hcp who reported that the metal locking insert of the tibial component is disassociated from the tibial baseplate. Additionally, it is reported that the bone quality is probably normal, and that the specific cause for the dislocation could not be determined there are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation . Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.